Manufacturer narrative:
As a result of an internal audit, this report is being submitted.

Event description:
It was reported that subsequent to battery replacement, the pt developed a staph infection and the right-sided battery and 'system' was removed. Review of the device tracking system indicates the bilateral leads had remained implanted; both extension products were replaced. No other symptoms were reported. The current pt status showed no tremor symptoms had been detected after the surgical procedure. Attempts to follow-up with the hcp for additional info were made at the time of the reported event without success.